Manufacturer narrative:
This report is submitted on august 16, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2017, due to a loss of clinical benefit with the device. The patient was reimplanted with another cochlear device during the same surgery.